Event description:
Event was reported to caldera medical by an attorney. The pt has suffered chronic pelvic and vaginal area pain, severe pain during intercourse, urinary incontinence, urinary leakage frequency/urgency to urinate, vaginal bleeding, abnormal vaginal discharge, urinary and vaginal infections, and abnormal bowel movement. No further info has been provided.